Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, back up vvi with high voltage therapy disabled was observed. It was noted that the patient did not recall receiving an alert and nothing eventful had happened recently. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).